Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The current blood glucose value is 149 mg/dl. The current sensor glucose value is 103. The sensor glucose and blood glucose is not within acceptable range. The customer was found calibrating with large difference in sensor glucose versus blood glucose, also found calibrating using his sensor glucose reading of 58 when blood glucose was 128 and sensor reading 58. Customer was advised proper calibration technique. The customer was advised to suggestions discussed and monitor sensor glucose performance. Customer was offered to troubleshoot for threshold suspend and calibration error but declined.